Event description:
Information received indicates the brake pedal locks, but the casters continue to move slowly.

Manufacturer narrative:
The technician found the brake block and the brake/steer caster was worn. He replaced the caster and rebuilt the brake block to repair the bed.